Manufacturer narrative:
D4: lot #: the reported lot was r25c25941; however, this is not recognized as a valid lot in the baxter system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets (tubing) leaked. This was observed after being hooked up to patients resulting in exposure to fluids such as chemotherapeutic agents. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.